Event description:
Insertion of peg feeding tube. After procedure as the disposable peg tube tray was being wrapped up a scalpel unknowingly fell from the tray into the sheets. During a subsequent linen change the scalpel was found and a small laceration was noted on the pt's thigh. No safety sheath on scalpel.